Event description:
(1/3, reference cc-0155069 for related complaints) (documenting cassette) per medwatch mw5109033 (reported on 06apr2022): patient reports no disposable alarm on both pumps while using 100 ml cassette with flow stop. Despite troubleshooting, alarm persists, so patient mixed and changed cassettes. No further details provided.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: d1: correction: brand name: cadd medication cassette, d5: correction: operator of device: unknown